Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels that ranged from 39-65 mg/dl. Customer consumed glucose tablets, juice and food to address low bgs. In addition, the cartridge and infusion set was changed. The contact alleged that the cause of the reported issue was related to the pump settings needing adjustments. Prior to the report with tandem technical support, the contact created a new personal profile with adjusted pump settings, however, the customer continued to experience low bgs. Ultimately the cause of the low bgs was unknown. Contact was instructed by healthcare provider to adjust settings. Customer reverted to an alternate method of insulin therapy.